Event description:
The customer reported the sys fluoro image can not show to display monitor. This is indicative of a loss of live image. This renders the sys unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The cable connectors were reseated during the svc call. The sys was tested and found to be working as intended and put back into svc.